Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by the distributor's fse, the cs300 intra-aortic balloon pump (iabp) unit is showing electrical code #116. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that all front end pcb connectors were reconnected and the pcb was dried. The unit passed all functional and safety tests per factory specifications and was returned to customer.

Event description:
It was reported that during routine check by the distributor's fse, the cs300 intra-aortic balloon pump (iabp) unit is showing electrical code #119. There was no patient involvement.